Event description:
It was reported that the multi-link vision stent delivery system (sds) was inserted into the protected left main coronary artery and inflated. It was then noticed that the stent was not on the sds. The stent was found on the scrub table. Since the physician and the cath lab staff were unaware that the stent had dislodged from the sds, it is unknown how and when the dislodgement occurred. There was no reported clinically significant delay in the procedure and no adverse patient effect. A non-abbott bare metal stent was implanted without further incident. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device problem: incorrect preparation - user did not notice the stent had dislodged from the sds prior to use. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) state: that prior to using the multi-link vision rx or multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.